Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va1g3ab serial# implanted: 2017-09-01 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received reporting that the patient had surgical lead exploration. The surgeon tested both leads with alligator clip. Right lead had dried blood in the extension and on lead, surgeon tested and cleaned the lead but the impedance on right while improved still mirrored the lower impedance trend. Once reconnected impedance looked no different from pre op. 600-300 ohms. Left lead today instead of a short presented at 3.0v as high impedance in the monopolar pairs 3 ,000-5,000 ohms. Lead also had dried blood and remained high even after cleaning the lead testing and reconnecting. The end of the leads looks in tact nothing visually looked wrong or broken with the leads, they were not difficult to remove from the extension. A lead revision will occur on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1g3ab, implanted: (B)(6) 2017 product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a short circuit on 0<(>&<)>1. The patient was programmed on 1 and caused the ins to deplete faster than normal. The patient was programmed to a different circuit and a lead revision was scheduled for (B)(6) 2021.